Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical support educated the customer that room temperature insulin should be used when filling the cartridge. Customer continued to use the existing cartridge. There was no adverse impact to the customer's blood glucose level.